Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a 140cc syringe. The customer reports "als responded to a call in which they went to place a combitube in a patient. While attempting to inflate the combitube with the 140ml syringe the tip broke off inside the combitube. The paramedic was able to remove the tip and proceed with the inflation of the combitube with a 20ml syringe used multiple times.

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.